Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customers blood glucose was 375 mg/dl. It was also reported that the customer adjusted their basal rate for a prior bg level which subsequently lowered their bg to 40 mg/dl. Customer consumed carbohydrates to resolved their bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.